Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Concomitant medical products continued: 4068-58 lead and 6984m adaptor implanted (B)(6) 1999.

Event description:
It was reported that a warning triggered due to low impedance on the right atrial (ra) lead. Insulation damage was suspected. The lead was reprogrammed initially, and subsequently, capped and replaced. No patient complications have been reported as a result ofthis event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.